Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a medication displayed a status of "on-hold," but nursing staff were still able to retrieve the medication. The customer reported this behavior for eliquis 5 mg tablet. Sample patient information was provided in ephi. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce and did not identify any similar complaints with the same failure mode for this serial number . A review of the device history record for sn (B)(6) from the date of manufacture on 02-nov -2018 confirmed that this device was not previously returned for service and no production failures were identified that would correlate with the customer reported issue. Upon investigation of this incident a technical support specialist attempted to contact the customer for further inspection. The customer subsequently confirmed that the patient had been discharged from the unit and requested closure of the case. Based on the customer confirmation the technical support specialist closed the complaint.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a medication displayed a status of "on-hold," but nursing staff were still able to retrieve the medication. The customer reported this behavior for eliquis 5 mg tablet. Sample patient information was provided in ephi. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.